Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. External insulation abrasion was noted at 19.2-19.4cm and 15.3-15.4cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at these locations. External insulation abrasion was noted at 6.8-7.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating and ptfe liner were abraded at this location. The etfe coating was abraded at 7.2cm from the connector pin with signs of melting and shorting to the inner coil.

Event description:
ICD analysis identified an arc mark on the can and confirmed high voltage arcing between the ICD can and high voltage lead conductors due to a lead anomaly.